Event description:
The facility reports that when operating the sarita hoist, the patient slipped out of the bottom of the sling. The carer was transferring a patient from the bedroom to the commode chair and then on to the bathroom. The sling was fitted around the patient and they were then raised clear of the chair. It was at this point that the patient's legs gave way and caused them to fall to the floor, suffering fractures to the arm. The patient was treated at the hospital before returning to the nursing home.